Event description:
It was reported that a flogard infusion pump presented the open door alarm. There was no patient involvement reported. No additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. A review of the alarm log identified an occurrence of the open door alarm, confirming the reported condition. The cause of the open door alarm was determined to be damage to the door latch. To correct the condition, the door latch assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.